Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. The customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor communication occurred due to failure of the scope socket, and b30 error occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a b30 scope communication error was received when using the light source in combination with the 190 series scope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found a faulty scope socket. The error code did come up with the 190 scope but worked with the 180 scope. The lamp also had 50 or more hours and was non-olympus. Should additional relevant information become available, a supplemental report will be submitted.